Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up on (B)(6) 2019. Upon review, the patient¿s right atrial and right ventricular leads exhibited lead noise. The noise could be reproduced with pocket manipulation. The right atrial lead noise resulted in some episodes of inappropriate mode switch. The right ventricular lead also exhibited decreasing sensitivity with a sharp decrease in (B)(6) 2018. The lead also exhibited an increase in capture thresholds around that same time. On (B)(6) 2019 the right ventricular lead was capped and replaced. The atrial lead did not exhibit noise during this procedure and was left in place. The patient was stable. Related manufacturer reference number: 2017865-2019-04602.